Event description:
Customer reported during outreach call to have received a low suspend alarm. Customer's blood glucose was 125 mg/dl. Troubleshooting was performed on sensor. Customer will call to place order for sensor set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.